Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not detected on bus. A field service engineer performed a troubleshot and visual inspection, which identified an internal network issue, verified the network settings and adjusted them as necessary, resumed testing and observed no further issues. The user verified proper operation by successfully completing inventory counts. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus. The customer tried to restart multiple times, but the station was stuck on validation check. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event